Manufacturer narrative:
The tech investigated and the account stated the pt fell from the bed and received a laceration to the right eyebrow area requiring sutures in addition to a fractured hip. The account stated the bed exit alarm was set but failed to notify the staff as the pt exited the bed. The account will not release the treatment info for the injuries. The tech inspected the bed and found the nurse call and bed exit alarms were both functioning as designed.

Event description:
The account alleged that a pt had gotten out of bed and fell breaking their hip. The account alleged the bed exit alarm was active and failed to alarm.